Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose levels 2 times recently. His blood glucose level was over 600 mg/dl both times. The customer did not receive the no delivery alarm. The customer forgot to bolus. The customer was hospitalized on or about (B)(6) 2016. He was stabilized in the emergency room and was sent home. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.